Manufacturer narrative:
(Lot # of test strips) information was not provided. 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6), 2010 alleging inaccurate readings on the one touch ultra meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that due to the alleged inaccurate readings the meter was displaying, he decreased his dosage of insulin from 8 units -10 units based on his physician's recommendation via over the phone. It is unknown what type of insulin the patient takes. The patient had been obtaining results of 4.0, 3.6 , 3.7 and 2.6 and 2.4mmol/l. In (B)(6) and the beginning of (B)(6) 2010. On (B)(6), 2010, he ended up falling unconscious and ended up in a diabetic coma. It is unknown the patient's blood glucose reading prior to falling unconscious, how long the patient was unconscious for or who called the paramedics. Patient was taken to the hospital, and he does not know what his initial reading was in the hospital. He claims his physician advised him to throw the meter away due to the alleged inaccuracies. The patient was in the hospital for 40 days and claims that while he was admitted in the hospital, the only treatment he received was that the hcp monitored his blood glucose readings. The patient was unable to provide a diagnosis in the hospital. The patient's diabetes regimen was changed after the incident: in the morning he now takes 10 units, noon 8 units and in the evening 6 units. While his stay in the hospital, he did a meter to lab comparison and the meter displayed results of 11.4 and 12.2 and less than 10 minutes later obtained a result of 7.6 and 7.4 mmol/l in the lab. He claims that after the hospitalization, he realized that it was not only the meter's fault, but also his physician's mistake. He claims his physician did not give him the correct advice over the phone and did not examine the patient at the time of changing his diabetes regimen. The product was replaced. The complaint is being reported since the patient alleged due to the inaccurate readings, he ended up suffering a serious injury and was admitted in the hospital for 40 days.